Manufacturer narrative:
Correction made in section d2b. The correct code is hih. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the examination of the optics reveals a break in the light adapter with heavy unknown residue and deposits. The optics shaft is bent and has a dent. The distal solder seam is severely corroded. There is unknown residue on the distal cover glass, which negatively affects imaging. The light adapter itself shows signs of overload breakage at the edge. The customer's statement "the scope had error message and blurry image" can be confirmed. Examination of the optics reveals a break in the light adapter with heavy unknown residue and adhesions. The optics shaft is bent and has a dent. The distal solder seam is severely chemically corroded. There is unknown residue on the distal cover glass, which negatively affects imaging. The light adapter itself shows signs of overload breakage at the edge. The optics show heavy signs of wear and are in very poor condition. The damage found cannot be attributed to a manufacturing/production defect. Based on the examination results, the damage is attributable to clinical use and a lack of cleaning/care, as well as mechanical overload. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope had error message and blurry image that delayed the case for 45 minutes. No negative impact in state of health reported.